Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a17 alarm or a21 alarm noted during testing. Unit uploaded properly using carelink. Unit was programmed and monitored for 1 day. No a17 alarm or a21 alarm noted. There is no pump trace history data available due to a47 alarms in the alarm history screen and the unit did not have a battery installed when received. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's other blood glucose was 290 mg/dl, 449 mg/dl. The customer did experienced the symptoms such vomiting fainted. The customer was treated by bolus with pump, intravenous fluids and discontinue use of insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states that insulin pump was not working properly. The insulin pump will be returned for analysis.